Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set leaked from the infusion line. The leak was observed approximately halfway through patient infusion. Paclitaxel 130mg in 250ml normal saline was being infused at the time of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.